Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip od was measured using a digital snap gauge which is within specifications. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via a femoral approach. The 38mm in length, 2.5mm in diameter, eccentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The lesion contained less than a 45 degree bend. Predilation was performed with a 2.5x9 non bsc and a 2x12 maverick balloon catheter. A 2.50x32mm promus element plus stent was advanced; however, the physician encountered resistance while trying to cross the calcified lesion and the stent got damaged. The procedure was completed with the implant of a 2.5x20mm and 2.75x20 promus element plus stents. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via a femoral approach. The 38mm in length, 2.5mm in diameter, eccentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The lesion contained less than a 45 degree bend. Predilation was performed with a 2.5x9 non bsc and a 2x12 maverick balloon catheter. A 2.50x32mm promus element¿ plus stent was advanced; however, the physician encountered resistance while trying to cross the calcified lesion and the stent got damaged. The procedure was completed with the implant of a 2.5x20mm and 2.75x20 promus element plus stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).